Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, an error related to the flow sensor was confirmed. This error indicates that the amount of fluctuation in flow sensor deviated from the standard. "Error 155 vent inoperative fix was performed with the dedicated software then the issue was resolved. The flow sensor was replaced as preventative action to address the issue. The device passed final test. The device machine flow sensor and speaker were returned to philips investigation laboratory (pil). During the investigation at pil it has been determined that the contaminated machine flow sensor caused the error related to the ventilator inoperative condition. This failure has been identified and investigated in CAPA 1999367. The machine flow sensor was scrapped. Pil was unable to duplicate any failures, alarms or error codes related to the speaker. Pil concludes that the speaker function as designed. Section h6 coding was updated.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, an error related to the flow sensor was confirmed. This error indicates that the amount of fluctuation in flow sensor deviated from the standard. "Erro155 vent inoperative fix was performed with the dedicated software then the issue was resolved. The flow sensor was replaced as preventative action to address the issue. The device passed final test.